Event description:
Ous MDR - the pacemaker had switched to doo mode several times, as if a magnet was placed over it. An increase in battery impedance to 1.8 kohms was noted. To date, this device has not been returned for analysis.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the pacemaker housing. In a next step, the pacemaker was interrogated. The implant switched to the battery state eri on (B)(6) 2014. The memory content of the pacemaker was analyzed and contained expected data. The programmed parameters at the time of the clinical observation were checked based on the follow-up data. The magnet effect was programmed to "auto." In this mode, the pacemaker paces asynchronous with 90 ppm for 10 cycles under magnet placement per design. The pacemaker's capability to provide therapy was tested. The anti bradycardic output signal was proper and matched the programmed values. The examination showed no indications of a device dysfunction. The clinical observation could not be reproduced. Summary the analysis could not confirm the clinical observation. The therapy functions of the implant were normal. There were no deviations from the specification that could be related to the clinical observation.